Event description:
The customer reported a leak from reagent probe a when using the unicel dxc 800 synchron system. The customer verified the probe fittings and reagent syringe were tight. The customer stated the probe was leaking when the probe was not priming and the dxc was idle. A field service engineer was dispatched to evaluate the instrument. The customer was wearing gloves and a labcoat. There was no report of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and determined that valve vl223 was obstructed, allowing fluid to leak from reagent probe a. The fse removed the obstruction and no further leaking was observed. Identified failure mode: the failure mode is an obstructed valve (p/n 473103). No erroneous results were associated with this event. This failure mode can impact any or all cartridge side chemistries upon recur, including critical chemistries. The beckman coulter (bec) internal identifier for this report is (B)(4).